Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
On (B)(6) 2013 patient reported he experienced a leak at his infusion site today. Patient stated he was at work and was not feeling well, he checked his blood glucose level and the reading was "320 something". Patient's target blood glucose range is 120-150 mg/dl. Patient reported he then inspected the infusion site and noticed blood and insulin leaking around the adhesive. Patient stated he removed the needle and it was not bent. Patient reported he inserted a new needle into his body and bolused. Patient's blood glucose level is currently not in the target range. Patient reported no outside assistance was required. Patient discarded the alleged infusion set. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.